Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver had a broken cable. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. No additional information was obtained about the surgical task being performed when the issue occurred and about whether the instrument collided with any other instrument or tool during the procedure. There were issues related to opening/closing of the grips. No additional information was obtained about whether there were issues related to the left/right (yaw) motion of the grips and about whether there were issues related to the up/down (pitch) motion of the wrist. There was one cable visibly protruding from the distal end of the instrument.

Manufacturer narrative:
The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis (fa) team. Fa replicated and confirmed the reported complaint. The instrument was found to have a frayed grip cable at the grip hub. Some filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h10/h11 for follow-up information.